Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has a known outflow graft narrowing. The patient has been monitored with routine computed tomography morphologies. The onset of the outflow graft narrowing was estimated to be (B)(6)2023. Log files were sent for review. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible to us in the log file the mcs equipment was operating as intended electronically and mechanically. There were no patient symptoms associated with the known outflow graft narrowing, and there had been no progression since its identification.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft narrowing could not be confirmed through this evaluation, as no images were submitted for review and the device remains in use. Analysis of the submitted log files revealed two non-sustained low flow fault flags. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events outflow graft narrowing and low flow fault flags could not be conclusively determined through this evaluation. The controller event log file contained events from 18nov2024 through 20nov2024. Two transient low flow faults were captured within the file due to the estimated flow decreasing below the low flow threshold of 2.0 liters per minute (lpm), to a value of 1.9 lpm. Neither of these faults lasted long enough to produce low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding images from the routine CT scans; however, no further information or imaging was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.